Event description:
The facility reported a colleague infusion pump with the reported condition of channel a not working. It is unknown when or in which care area this event occurred. This condition has the potential to cause an interruption of delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is colleague p1.5(6.13.92).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with channel a not working was confirmed and reproduced during evaluation. The assignable cause was determined to be a defective pump head module (phm) on channel a. The phm on channel a was replaced to fix the reported condition. A follow up report will be submitted if any additional details become available.